Event description:
After retaping an endotracheal tube on a pt with bloody secretions, a nurse found blood had leaked through her vinyl gloves resulting in exposure to possible blood-born pathogens. The nurse stated there were no rips or tears in the glove. The nurse required screening and follow-up for the exposure.